Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy cmw was unable to retest the retained cement sample, the lot was manufactured in august 2007 (expiry date july 2010) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). A search of the complaint database found no additional reports for the patella part and lot number combination; one additional report for the cement part and lot number combination. However, review of the as400 system show that at least 50 other devices from the reported cement lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the device history records for the cement lot found two unrelated non-conformances. Micro and sterility tests passed. All results complied with quality control specifications prior to release of any product. Requests for additional investigational inputs were made in accordance with (B)(4) appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the patella at the bone/cement interface. Depuy cement was used in the primary surgery. (Right knee).